Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had an open reduction internal fixation (orif) surgery with multiloc humeral nail (mhn) system for a proximal humeral fracture. When the surgeon was drilling the bone for the hole at the proximal position on the distal area of the titanium multiloc proximal mhn, an unknown drill bit interfered with the nail. So, the surgeon hammered the drill bit, but it did not go through the nail. The surgeon continued drilling the bone for 3.2 mm using an unknown k-wire with 2.4 mm and 3.0 mm without using a drill bit. When the surgeon drilled the bone for the most distal hole, an interference between the drill bit and nail occurred. There was a surgical delay of 30 minutes, however, there was no adverse consequence to the patient reported. Patient was stable after the operation. Concomitant device reported: unknown hammer (part# unknown, lot# unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.